Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the caller was an MRI tech reported 3rd hand that the patient stated that their device doesn¿t work. The caller didn¿t know what this meant. The MRI guidelines were reviewed. No patient symptoms were reported. No further complications were reported.